Manufacturer narrative:
The customer¿s report that the pressure rated extension burst/split and leaked was confirmed. Visual inspection of the set noted a rupture in the tubing beginning at ~15cm from the proximal end. There were no other anomalies observed. Functional testing confirmed leaking as a result of the burst/split tubing. The cause of the leak is the burst/split tubing. The root cause determined that the tubing was damaged as it was subject to pressure greater than 325 psi.

Event description:
It was reported that the neutraclear extension set burst/split and leaked after 1day in use. The contrast infusion was programmed at a 300 psi and 3 cc per second on the medrad power injector. The user stated that the set was clamped with no visible cracks noticed prior to use and the IV flushed without difficulty. There was no harm to the patient.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Concomitant medical device: saline flush, therapy date (B)(6) 2019.

Event description:
It was reported that the neutraclear extension set burst/split and leaked after 1day in use at an undisclosed location. The contrast infusion was programmed at a 300 psi and 3 cc per second on the medrad power injector. The user stated that the set was clamped with no visible cracks noticed prior to use and the IV flushed without difficulty. Due to the contrast that sprayed the patient and user there was no harm reported.